Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: fixation tab or loop breakage during the procedure or barbs are missing and not holding in the tissue during the procedure? Loop was broken. Do you have a picture for visual analysis? Yes, have attached a picture. Was needle removed from the patient? Needle did not go in the patient. Any additional tissue dissection damage due to searching for needle? No, the needle did not break inside the patient. It broke when they grabbed it with the needle driver. What was the size of the needle used? CT-2. Was more than half the needle retained in the patient? No needle in patient lot number? No. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m. Events reported: 2210968-2022-03277 and 2210968-2022-03278.

Event description:
It was reported that a patient underwent a spine procedure (B)(6) 2022 and barbed suture was used. During the procedure, multiple sutures had 'needles breaking in half and ends not holding. No adverse patient consequences were reported. Additional information was requested.